Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Customer expresses dissatisfaction with sensor deployment. Physician experienced partial deployment of sensor during surgery. 30 minutes was spent working to troubleshoot this issue, ultimately, using snare to hold the sensor and pull sensor off catheter, and had to remove sensor from snare to deploy sensor. Territory manager mentioned they were able to successfully calibrate and take reading from procedure. Patient did not experience an issues post-procedure. The cause of the problem was determined to be the sensor unable to deploy correctly.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.